Manufacturer narrative:
Other, other text: returned device was received in fair physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the top case was cracked down from the tubing guides and the bottom case was damaged. The flicker issue was unable to be replicated. The case damage was likely from impact caused by the customer. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump had physical damage and it flickers / works intermittently. There was no patient present at the time of the event. There were no reported adverse events.